Manufacturer narrative:
The lead was returned incomplete and could not be functionally tested. Additionally, device history record and sterilization record were reviewed. All records were reviewed and were found to meet specifications. Conclusions: the cause of the reported complaint could not be determined from the device evaluation or from review of the device history record and sterilization record. Ans, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans, inc. Defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an ipg and a lead for scs in 2008, with the lead positioned at mid-t8. It was reported that in the recovery room the patient stated he was unable to feel his legs. Assessment of the patient found that he had positive tactile sensation, positive range of motion of lower extremities, but presentation overall was weak. After a few hours, there was no change in the patient's statements or assessments, and the physician chose to remove the lead. Follow up on the patient found that he is going through physical therapy, has tactile sensation, but is not yet strong enough to have complete walking ability.